Manufacturer narrative:
The technician found the side rail end tube broken off. The technician replaced the side rail end tube to resolve the issue.

Event description:
The technician alleged the side rail will latch. No patient impact.